Event description:
The manufacturer received information that a trilogy 100 ventilator was reported to have been returned to the manufacturer's service center for recertification evaluation to return to stock. There was no patient involvement, and no harm or injury reported. On device evaluation, the device was reported to have been returned to the technician for failed repair test for check trilogy 2.5v reference voltage. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed. Additional findings not related to the malfunction/issue: rubber feet were missing from the device and require replacement.

Manufacturer narrative:
Device evaluation for the test failure for "check ref. Voltage" was confirmed. The system/central processing unit printed circuit board assembly required replacement to address the failed test issue. The device was disqualified form recertification due to needing the system/central processing unit printed circuit board assembly replaced. The device will be processed as scrap. The reported failure of the system/central processing unit printed circuit board assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.